Manufacturer narrative:
The manufacturer previously reported a patient expired while using a bipap s/t c series device. A system one humidifier was also being used in conjunction with the bipap device. No malfunction of the humidifier was noted.

Event description:
The manufacturer received information alleging a patient expired while using a bipap s/t c series. The device has yet to be returned to the manufacturer for investigation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a patient expired while using a bipap s/t c series. The bipap s/t c series, modem and humidifier were returned to the manufacturer's product investigation laboratory for further investigation. The bipap device passed all testing and was found to operate and alarm as designed. The modem and humidifier were also tested and no issues were found with either device. The event occurred on (B)(6) 2017. The patient was found not spontaneously breathing at 4 am by the caregiver and cardiopulmonary resuscitation was initiated. The patient expired. The patient encore report was downloaded from the device and reviewed. This report contains patient waveform data that is continuously captured while the device is in use. The patient encore report indicates the last spontaneous patient breath detected by the device occurred at approximately 1:38am on (B)(6) 2017. The device was then powered off at approximately 4:00am. The device's downloaded event log was reviewed by the manufacturer. From (B)(6) 2017 to (B)(6) 2017, the device was in s/t mode 18 ipap 10 epap rate12. This mode would provide mandatory breaths in the event the patient stopped breathing spontaneously. On (B)(6) 2017 at 12:18:59pm the device settings were changed to s mode 12 ipap 4 epap. This mode would not provide mandatory breaths in the event the patient stopped breathing spontaneously. The durable medical equipment supplier (dme) confirmed the last prescription written for the patient was for s/t mode 18 ipap 10 epap rate 12. The dme could not confirm who changed the device settings. When changing from st mode to s mode, the device will display a prompt "activate "s" mode". If the "yes" key is not pressed, the device remains in st mode. The device's downloaded event log confirmed the apnea and low minute ventilation alarms were not enabled during any of the time periods logged by the device. Through testing and review of the device's downloaded logs, the manufacturer concludes the device operates and alarms to design specifications (when the alarms are activated). The device did not cause or contribute to the reported event.